Event description:
It was reported that the right implantable neurostimulator (ins) was replaced due to normal end of service (eos). Since replacement the patient had fallen approximately five times and had no falls prior to replacement. No out of regulation (oor) codes were noted and the healthcare provider (hcp) would reduce the amplitude a bit and try more titrating with the patient. The hcp mentioned that the patient had a lot of tremor as well, but this was no different than prior to replacement. The manufacturer representative noted that the patient seemed to have progressed more since being seen last. They worked through the issue and the patient went home. However, a week later the hcp reported that the patient¿s tremors came back right after the appointment. The hcp checked the ins and found it was off. The patient did not use his programmer, so it may have been mistakenly turned off at the end of the session. The patient still had some tremors after turning it back on. Five days later the patient met with the hcp in the morning and was receiving tremor control. However, the patient was still falling more often than he had in the past so was referred to another clinic for further programming.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# v275184, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).